Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, the ring cover and both bail covers were missing, one case screw was missing, the battery contacts were compressed, the ring and both bails were missing, the battery drawer was contaminated, the keyboard was scratched, the battery flex was corroded, and the serial number label was damaged. Further analysis was performed on the main pcb. This analysis confirmed the reported event, a capacitor component was burned on the main pcb while attempting to power up the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pace and sense lights come on momentarily when "on" button is pushed but device will not power up even with a known good battery. The device was returned for repair. No patient complications were reported as a result of this event.